Manufacturer narrative:
(B)(4). The customer reported that the unit was rebooting while performing the operational check. The unit was evaluated by a philips rep. Replacing the processor pca resolved the reported issue.

Event description:
The customer reported that the unit was rebooting while performing the operational check.